Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for analysis. A visual inspection of the device found that blood was present within the sheath of the device, a damaged stent was affixed to the burr which was able to be removed. The returned wire within the device was able to be removed with resistance due to kinks present on the wire. No further damage or irregularity was found to the returned burr catheter.

Event description:
It was reported that the device was difficult to remove. A 3.00 x 32mm non-boston scientific (non-bsc) stent was placed in the left anterior descending artery (lad) in (B)(6) 2024. The 75% in-stent restenosis was located in moderately tortuous and severely calcified proximal to mid lad; there was restenosis with calcification in the distal part of the stent. Two ablations were performed at 180,000 rpm with a 1.5mm rotapro, but the calcified area was too hard to ablate. The burr was changed to a 1.25mm and a platform was created just before the stent. Up to that point, there were no problems with rotation or catheter advancement. The physician attempted to advance by rotating the rota catheter from the platform, but a stall indication appeared, and the catheter did not rotate. After confirming the connection and finding no problems, the physician tried to pull back the rota catheter but was unable to do so. It appeared that the non-bsc guidewire was trapped just before the stent in the proximal lad, which was not a lesion. The physician inserted the non-bsc guidewire from the side of the burr and balloon the trap section with a 1.0mm balloon. After repeating this several times, they were able to pull out the rota catheter. The distal lesion was treated with a non-compliant balloon to complete the procedure. No patient complications were reported. It was further reported that the speed issue occurred in normal mode, and the maximum speed did not exceed 180,000 rpm. The stall and entrapment appeared to occur simultaneously, with a stall indicator appearing suddenly. Pecking motion was not used during burr advancement, and no resistance was felt between the rotapro and rotawire.

Event description:
It was reported that the device was difficult to remove. A 3.00 x 32mm non-boston scientific (non-bsc) stent was placed in the left anterior descending artery (lad) in (B)(6) 2024. The 75% in-stent restenosis was located in moderately tortuous and severely calcified proximal to mid lad; there was restenosis with calcification in the distal part of the stent. Two ablations were performed at 180,000 rpm with a 1.5mm rotapro, but the calcified area was too hard to ablate. The burr was changed to a 1.25mm and a platform was created just before the stent. Up to that point, there were no problems with rotation or catheter advancement. The physician attempted to advance by rotating the rota catheter from the platform, but a stall indication appeared, and the catheter did not rotate. After confirming the connection and finding no problems, the physician tried to pull back the rota catheter but was unable to do so. It appeared that the non-bsc guidewire was trapped just before the stent in the proximal lad, which was not a lesion. The physician inserted the non-bsc guidewire from the side of the burr and balloon the trap section with a 1.0mm balloon. After repeating this several times, they were able to pull out the rota catheter. The distal lesion was treated with a non-compliant balloon to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device was difficult to remove. A 3.00 x 32mm non-boston scientific (non-bsc) stent was placed in the left anterior descending artery (lad) in (B)(6) 2024. The 75% in-stent restenosis was located in moderately tortuous and severely calcified proximal to mid lad; there was restenosis with calcification in the distal part of the stent. Two ablations were performed at 180,000 rpm with a 1.5mm rotapro, but the calcified area was too hard to ablate. The burr was changed to a 1.25mm and a platform was created just before the stent. Up to that point, there were no problems with rotation or catheter advancement. The physician attempted to advance by rotating the rota catheter from the platform, but a stall indication appeared, and the catheter did not rotate. After confirming the connection and finding no problems, the physician tried to pull back the rota catheter but was unable to do so. It appeared that the non-bsc guidewire was trapped just before the stent in the proximal lad, which was not a lesion. The physician inserted the non-bsc guidewire from the side of the burr and balloon the trap section with a 1.0mm balloon. After repeating this several times, they were able to pull out the rota catheter. The distal lesion was treated with a non-compliant balloon to complete the procedure. No patient complications were reported. It was further reported that the speed issue occurred in normal mode, and the maximum speed did not exceed 180,000 rpm. The stall and entrapment appeared to occur simultaneously, with a stall indicator appearing suddenly. Pecking motion was not used during burr advancement, and no resistance was felt between the rotapro and rotawire.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device was difficult to remove. A 3.00 x 32 mm non-boston scientific (non-bsc) stent was placed in the left anterior descending artery (lad) in (B)(6) 2024. The 75% in-stent restenosis was located in moderately tortuous and severely calcified proximal to mid lad; there was restenosis with calcification in the distal part of the stent. Two ablations were performed at 180,000 rpm with a 1.5 mm rotapro, but the calcified area was too hard to ablate. The burr was changed to a 1.25 mm and a platform was created just before the stent. Up to that point, there were no problems with rotation or catheter advancement. The physician attempted to advance by rotating the rota catheter from the platform, but a stall indication appeared, and the catheter did not rotate. After confirming the connection and finding no problems, the physician tried to pull back the rota catheter but was unable to do so. It appeared that the non-bsc guidewire was trapped just before the stent in the proximal lad, which was not a lesion. The physician inserted the non-bsc guidewire from the side of the burr and balloon the trap section with a 1.0mm balloon. After repeating this several times, they were able to pull out the rota catheter. The distal lesion was treated with a non-compliant balloon to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B1 adverse event/product problem, b2 outcomes attrib to adv event, h1 type of reportable event, h6 device codes and h6 impact codes: corrected.